Manufacturer narrative:
(B)(4). Device evaluation: the micropituitary shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft was not returned for analysis. Optical examination reveals a fairly brittle fracture surface. A review of the device history records did not reveal any applicable nonconformances to specification.

Event description:
It was reported that the tip of the micropituitary was broken. The broken pieces were retrieved and nothing remained inside the patient. Although the instrument was used intraoperatively, no patient injury was reported.